Manufacturer narrative:
Date of event is estimated. This report is to advise of an event observed during analysis. E1 reporter fax number (B)(6)(. The reported event of revision was confirmed. As received, the continuity testing showed channel # 3 and 4 electrical open was found on the returned lead extension. The cause of the event is consistent with damage during use. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-02522, related manufacturer reference number: 1627487-2023-02523. It was reported that the patient experienced ineffective therapy since 3-6 months ago (around november 2022). The impedance were all fine. In turn surgical intervention took place wherein the leads were explanted. A new lead was unable to be implanted due to scar tissue. As such, the drg system was explanted and replaced with a scs system. Reportedly, therapy was confirmed post op. Product return investigation analysis concluded that there was a open circuit on the extension.